Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for an endoscopic procedure, his olympus evis exera iii xenon light source¿s power switch was found broken. According to the initial reporter, the intended procedure was completed using another device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the power switch was broken. In addition, the following non-reportable malfunctions were found during the device evaluation. Intermittent high intensity mode due to slider switch wear and a non-olympus lamp was found installed on the device. There has since been a design change to prevent reoccurrence. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ the investigation results confirmed the main switch was an older version. The product was manufactured prior to a design change of the power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.